Event description:
It was reported that during an ICD change-out, the lead was found to be broken near the connector where the sense/pace lead connects. The physician chose to patch the lead using a silicone adhesive and the suture sleeve as an insulator. The thresholds after the patch were 2.5v at 0.5ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.